Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, exposed mesh, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: additional health effect- clinical code. H6: updated health effect- clinical code . H6: updated investigation findings . H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 3191: appropriate term/code not available for ¿exposed mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span october 11, 2011 through january 26 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: umbilical hernia. Colon cancer. Alcohol abuse. 2-3 beers daily. Former smoker. Prior surgical procedures: umbilical hernia repair [unknown date] . Colon resection [unknown date]. Implant preoperative complaints: (B)(6) 2011: ¿patient would like to be evaluated for complaint of a [sic] incisional hernia with single hernia defect. He states the onset of pain and a bulge began 4 months ago and has been frequent in occurrence. The bulge is reducible and intermittent.¿ ¿he had a previous colon resection, through this incision. He had no complications with his previous surgery. He has had no hospitalizations previously for these symptoms. Patient has had no previous repairs of this hernia, but did have an umbilical hernia repaired prior to his colon surgery.¿ ¿large fascial defect in the midline wound, with reducible intestinal content.¿ implant procedure: ventral hernia repair with mesh ¿(dual mesh)¿. Implant: gore® dualmesh® biomaterial (8735204/1dlmc03) 10 cm x 15 cm, oval. Implant date: (B)(6) 2011; hospitalized (B)(6) 2011. Description of hernia being treated: ¿patient is noted to have a 10 x 5 centimeter defect in the midline fascia. An initial stoppa repair was attempted but the correct preperitoneal plane could not be dissected out well. Therefore, dual mesh was used for hernia repair.¿ ¿the patient¿s side was prepped and draped in the standard sterile fashion. The previous midline incision was opened. Careful circumferential dissection was performed around the hernia sac. The fascial defect edges were identified. Some time was spent then dissecting beneath the peritoneum on the right lateral side. The left lateral side could not be developed. Therefore, the hernia sac was resected.¿ implant size and fixation: ¿dual mesh 10 x 15 in size was then secured circumferentially with ethibond sutures . Following placement of all the sutures, the sutures were tied, securing the mesh in place. A few additional sutures were placed to prevent herniation of bowel. Following this, the wound was irrigated with copious amounts of saline solution. The wound was closed using interrupted vicryl followed by continuous running 4-0 vicryl. Steri-strips have also been placed along the abdominal incision.¿ post operative period: [2 days]. (B)(6) 2011: discharge summary: ¿patient was admitted to dr. (B)(6) and taken to the or on (B)(6) 2011 for which he received a ventral hernia repair with dual mesh and removal of left mediport. Patient tolerated the procedure well. Please refer to the operative note for further detail. On postoperative day #2 patient was noted to have a small seroma with some mild cellulitis surrounding the wound. Clindamycin was started. By postoperative day #3 he had almost complete resolution of the erythema. Additionally, repeat cbc [complete blood count] count showed a normal wbc [white blood cell] count and stable hgb [hemoglobin] and hct [hematocrit]. His abdominal examination continued to show a small seroma, however, again his erythema surrounding it had almost completely resolved. As a result, the patient was deemed appropriate for discharge.¿ explant preoperative complaints: (B)(6) 2011: ¿follow up after undergoing ventral incisional herniorrhaphy by open repair with dualmesh patch on (B)(6) 2011. The hernia repair location was upper midline. He had a postoperative hematoma and subsequent seroma formation. The patient states he has resumed normal activities. He now presents with drainage from the incision.¿ ¿there is a 3 mm opening in the skin of the midline wound, through which purulent fluid is draining. The mesh appears to be superficially located just beneath this incision. The skin was cut and opened slightly. The mesh was noted to be poorly incorporated and was visible approximately 5 mm beneath the skin surface.¿ ¿the patient has a wound infection, and now, exposed mesh . The mesh must be removed, and a biologic mesh placed.¿ explant procedure: wound exploration with explantation of dual mesh. Placement of strattice biological mesh. Explant date: (B)(6) 2011. ¿patient noted to have purulent fluid collected beneath the mesh. There was a capsule beneath the previously placed mesh that was intact. Purulent fluid was cultured. After explantation the mesh, strattice mesh was placed. This afforded a good hernia repair.¿ ¿patient¿s abdomen was prepped and draped in usual sterile fashion. The existing opening in the skin was enlarged. Purulent fluid flowed freely out of the wound. Cultures were taken. Incision was enlarged to the size of the previous incision. The mesh was then fully visualized. All sutures were identified and cut so that the mesh could be removed. Once this was achieved, irrigation was performed. A piece of strattice mesh 8 x 6 cm was then placed. The mesh was secured circumferentially using interrupted prolene suture. After placing all the sutures, they were tied, securing the mesh in place. The wound had previously been irrigated with copious amount of saline solution and a small amount of betadine. Subsequent to this. Deep dermis was reapproximated with interrupted vicryl. The skin was then reapproximated with nylon suture in a continuous running fashion.¿ microbiology reports of the cultures and specimens collected during the (B)(6) 2011 procedure were not provided. Relevant medical information: (B)(6) 2011: pathology: ¿the specimen is received in formalin and consists of a gray tan structure 11.5 x 9 x 0.1 cm. No sections are submitted.¿ (B)(6) 2019: death certificate: ¿date of death (B)(6) 2019¿ ¿cause of death immediate cause: bowel obstruction.¿ conclusions: gore received a death certificate as part of the medical records. The death certificate states that the patient expired on (B)(6) 2019 from the immediate cause of bowel obstruction. As this was approximately 7 years after the explant of the gore® dualmesh® biomaterial device, there was no allegation of bowel obstruction regarding the gore® dualmesh® biomaterial device and no mention of bowel obstruction in the provided medical records, the patient¿s death was determined not to be related to the gore® dualmesh® biomaterial device. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further state, ¿use only nonabsorbable sutures, such as gore tex® suture, with a non cutting needle (such as taper or piercing point) of appropriate size to anchor the mesh. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further state, ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6) state department of health, vital records. Certificate of death. Death at age 66 years. Place of death: anderson regional medical center. Immediate cause: bowel obstruction. Autopsy: no. Case referred to medical examiner: yes. Did tobacco use contribute to death: no. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5: corrected event description (date of implant). B5: corrected event description (date of explant for non gore device). B7: added medical history. H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: history and physical. Chief complaint: hernia repair. Hpi: patient would like to be evaluated for complaint of a incisional hernia with single hernia defect. He states the onset of pain and a bulge began 4 months ago and has been frequent in occurrence. The bulge is reducible and intermittent. Previous hernia surgeries: he had a previous colon resection, through this incision. He had no complications with his previous surgery. He has had no hospitalizations previously for these symptoms. Patient has had no previous repairs of this hernia, but did have an umbilical hernia repaired prior to his colon surgery. Physical examination: hernias: large fascial defect in the midline wound, with reducible intestinal content. Assessment: incisional hernia, no obstruction or gangrene. Plan: orders: ventral incisional hernia repair; reducible on (B)(6) 2011. Instructions: patient has a symptomatic incisional hernia for which I have recommended repair. I discussed the pathology, as well as the indications, risks, and complications regarding the repair. Recurrence rates were discussed. The repair with mesh placement will be scheduled. Verbal and written permission was obtained. On (B)(6) 2011: post operative/invasive procedure progress note. Preop diagnosis: incisional hernia. Postop diagnosis: same. Findings: dictated. Procedure: incisional hernia repair. Description of procedure: dictated. Anesthesia: geta. Ebl: 25 cc. Specimens removed: hernia sac. Disposition of specimens: dictated(path). Complications: none. Implant record: gore dualmesh® biomaterial. Cat#: 1dlmc03. Lot#; 8735204. The records confirm a gore dualmesh® biomaterial (1dlmc03/ni/8735204) was implanted during the procedure. On (B)(6) 2011: operative report. Preoperative diagnosis: ventral hernia. Procedure performed: ventral hernia repair with mesh (dual mesh). Findings: ¿patient is noted to have a 10 x 5 centimeter defect in the midline fascia. An initial stoppa repair was attempted but the correct preperitoneal plane could not be dissected out well. Therefore, dual mesh was used for hernia repair.¿ description of the procedure: ¿the patient was brought to the operating room. General endotracheal anesthesia was administered. The patient¿s side was prepped and draped in the standard sterile fashion. The previous midline incision was opened. Careful circumferential dissection was performed around the hernia sac. The fascial defect edges were identified. Some time was spent then dissecting beneath the peritoneum on the right lateral side. The left lateral side could not be developed. Therefore, the hernia sac was resected. Dual mesh 10 x 15 in size was then secured circumferentially with ethibond sutures. Following placement of all the sutures, the sutures were tied, securing the mesh in place. A few additional sutures were placed to prevent herniation of bowel. Following this, the wound was irrigated with copious amounts of saline solution. The wound was closed using interrupted vicryl followed by continuous running 4-0 vicryl. Steri-strips have also been placed along the abdominal incision. The patient was then awakened from anesthesia in stable condition. Counts: all sponge, lap and needle counts were correct at the end of the case. Ebl: 25 cc. Specimens: hernia sac to pathology. Product identification records for the alleged ¿dual mesh¿ were not provided. On (B)(6) 2011: pathology report. Clinical history: incisional hernia (ventral). Specimen: hernia sac. Gross description: specimen is received in formalin and consists of yellow tan fatty fragments and purple gray fibromembranous tissue 9 x 6 x 2.5 cm. Representative sections are submitted. Microscopic description: a microscopic examination has been performed. Diagnosis: ventral hernia, herniorrhaphy; benign hernia sac with chronic inflammatory changes and polarizable foreign material. On (B)(6) 2011: discharge summary. Admitting dx: incisional hernia. Procedure: ventral hernia repair with mesh. Hpi: the patient states that he has had an onset of bulge that began approximately 4 months prior. Hernia is reducible, although it does bother him. He has no complaints of nausea, vomiting or obstruction type symptoms. The patient requested elective procedure for incisional hernia repair and mediport removal which was scheduled for on (B)(6) 2011. Hospital course: patient was admitted to dr. (B)(6) and taken to the operating room on (B)(6) 2011 for which he received a ventral hernia repair with dual mesh and removal of left mediport. Patient tolerated the procedure well. Please refer to the operative note for further detail. On postoperative day #2 patient was noted to have a small seroma with some mild cellulitis surrounding the wound. Clindamycin was started. By postoperative day #3 he had almost complete resolution of the erythema. Additionally, repeat cbc count showed a normal wbc count and stable hgb and hct. His abdominal examination continued to show a small seroma, however, again his erythema surrounding it had almost completely resolved. As a result, the patient was deemed appropriate for discharge. On (B)(6) 2011: history and physical. Chief complaint: having a problem after surgery. Hpi: follow-up after undergoing ventral incisional herniorrhaphy by open repair with dualmesh patch on (B)(6) 2011. The hernia repair location was upper midline. He had a postoperative hematoma and subsequent seroma formation. The patient states he has resumed normal activities. He now presents with drainage from the incision. Social history: smokes current. Physical examination: unremarkable except abdominal exam: there is a 3 mm opening in the skin of the midline wound, through which purulent fluid is draining. The mesh appears to be superficially located just beneath this incision. The skin was cut and opened slightly. The mesh was noted to be poorly incorporated and was visible approximately 5 mm beneath the skin surface. Assessment: postoperative wound infection and mesh infection. Plan: instructions: the patient has a wound infection, and now, exposed mesh. The mesh must be removed, and a biologic mesh placed. I discussed this with the patient. He would rather wait a week or 2 prior to surgery. I feel that this is okay, but instructed him not to get the wound wet in the meantime. Risks and benefits were discussed with patient to include infection, bleeding, recurrence, further mesh problems. He understands and wishes to proceed. Disposition: surgery date was set. On (B)(6) 2011: operative report. Preoperative diagnosis: 1) history of ventral hernia repair with mesh. 2) mesh infection. Postoperative diagnosis: 1) history of ventral hernia repair with mesh. 2) mesh infection. Procedure performed: 1) wound exploration with explantation of dual mesh. 2) placement of strattice biological mesh. Findings: ¿patient noted to have purulent fluid collected beneath the mesh. There was a capsule beneath the previously placed mesh that was intact. Purulent fluid was cultured. After explantation the mesh, strattice mesh was placed. This afforded a good hernia repair.¿ description of the procedure in detail: ¿patient was brought to the operating room. Was placed in the supine position. General endotracheal anesthesia was administered. Patient¿s abdomen was prepped and draped in usual sterile fashion. The existing opening in the skin was enlarged. Purulent fluid flowed freely out of the wound. Cultures were taken. Incision was enlarged to the size of the previous incision. The mesh was then fully visualized. All sutures were identified and cut so that the mesh could be removed. Once this was achieved, irrigation was performed. A piece of strattice mesh 8 x 6 cm was then placed. The mesh was secured circumferentially using interrupted prolene suture. After placing all the sutures, they were tied, securing the mesh in place. The wound had previously been irrigated with copious amount of saline solution and a small amount of betadine. Subsequent to this. Deep dermis was reapproximated with interrupted vicryl. The skin was then reapproximated with nylon suture in a continuous running fashion. Patient was awakened from anesthesia in stable condition. Needle, sponge and instrument counts were pronounced correct at the end of the case.¿ complications: ¿none. Estimated blood loss: 25 cc. Specimens: mesh to pathology and cultures to pathology. He tolerated the procedure well. Product identification records for the alleged ¿dual mesh¿ were not provided. There is no information detailing the etiology of the infection. On (B)(6) 2011: post operative / invasive procedure progress note. Preop diagnosis: abdominal wound with infected mesh. Postop diagnosis: same. Findings: dictated. Device label: strattice ¿ lot#: 811010-245. Expiration: 2013-09. Ref#: (B)(4). Size: 6 x 10 firm. Life cell corp. Surgeon: (B)(6). Procedure & description of procedure: dictated. Ebl: 25 cc. Specimens removed: mesh + grross [sic] only. Disposition of specimens: path. Complications: ¿none. Doing well. No complaints. D/c home. Instructed. F/u in office one week.¿ on (B)(6) 2011: pathology report. Received & collected: on (B)(6) 2011. Date of surgery: on (B)(6) 2011. Date completed: on (B)(6) 2011. Clinical history: abdominal wound. Specimen: mesh removed. Gross description: the specimen is received in formalin and consists of a gray tan structure 11.5 x 9 x 0.1 cm. No sections are submitted. Tlm/ka. Diagnosis: abdominal wound, mesh material removal; gray tan mesh material; gross examination only. On (B)(6) 2012: operative report. Preoperative diagnosis: recurrent large incisional hernia. Postoperative diagnosis: recurrent large incisional hernia. Procedure performed: repair of recurrent incisional hernia. Findings: ¿the patient noted to have a deficit, roughly 13 cm in length and 13 cm in width. A stoppa-type procedure was performed utilizing the peritoneal sac to protect the mesh from the abdominal contents. A long and tedious dissection was performed in order to preserve the peritoneal sac. In addition, the hernia was repaired using a bard composix mesh with ptfe on the underside and prolene mesh on the opposite side of the mesh. A jp drain was used to assist with fluid control during the initial postop phase.¿ description of procedure in detail: ¿the patient was brought to the operating room and placed on monitors. General endotracheal anesthesia was administered. The patient¿s abdomen was prepped and draped in standard sterile fashion. The area of scarred skin in the midline was incised with #15 blade. Dissection was carried down through subcutaneous tissue until peritoneal sac was entered. The overlying skin was very this and intimately associated with the hernia sac. The hernia sac was circumferentially dissected out from the underside of the skin. This dissection then extended beneath the muscle and fascia, in some places extending superficial to the posterior fascia. Once and adequate overlap was obtained circumferentially, we prepared to place mesh. Prior to full mobilization of the hernia sac, the omentum was freed up from the undersurface of the peritoneum as well. Before placing the mesh, the large defects in the hernia sac were closed using interrupted silk suture. In addition, interrupted silk suture was required in 2 or 3 places for control of subcutaneous vessels. Once the mesh was placed (8 x 6-inch composite mesh, oval in shape) sutures were used to secure the 4 corners. After this, additional ethibond sutures were placed in an interrupted fashion. After placement of the additional sutures, they were tied, securing the mesh in place. A very small amount of redundant skin was removed. The jp drain was brought through a separate stab incision and secured with a silk stitch. This was connected to bulb suction after closing the skin. The skin was closed using interrupted vicryl to reapproximate the deep dermis, followed by interrupted horizontal mattress sutures of nylon, followed by a continuous running nylon. A sterile dressing was applied, and suction was applied to the jp drain using the standard bulb, placed was an ioban following prep of the skin. The patient was awakened from anesthesia in stable condition. Needle, sponge and instrument counts were voiced as correct at the end of the case.¿ ¿complications: none. Ebl: 50 cc.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2012: post operative/invasive procedure progress note. Preop diagnosis: incisional/ventral hernia. Postop diagnosis: same. Procedure: incisional/ventral hernia repair. Grafts or implants: yes, 6 x 8 bard composix mesh. Device label: bard composix e/x mesh, ellipse 6 x 8 (15.2cm x 20.3cm), lot#: huvb13b9, exp: 2016-03, ref#: (B)(4). Anesthesia: dr. (B)(6), crna. Estimated blood loss: 50 cc. Disposition of specimens: pathology. Operative note dictated: yes. On (B)(6) 2012: discharge summary. Date of admission: on (B)(6) 2012. Date of discharge: on (B)(6) 2012. Admitting diagnosis: large recurrent ventral hernia. Discharge diagnosis: large recurrent ventral hernia. Procedure performed: repair of large recurrent ventral hernia. Hospital course: patient was admitted to hospital where he underwent elective repair of the above mentioned hernia. Postoperatively his diet and activity were advanced as tolerated. He was in suitable condition for discharge home on (B)(6) 2012. Disposition: home. Prescriptions given: lortab 7.5 po q 6 prn. #30 with no refills (this was called in). In addition, the patient was called in prescription for one tube of silvadene to apply the skin on the incision once daily. Activity: no heavy lifting. On (B)(6) 2012: history and physical. Chief complaint: here to have my drain out. Hpi: ¿follow-up after undergoing ventral incisional herniorrhaphy by open repair with goretex patch on 10/25/12. The hernia repair location was upper midline. He had ischemia of the overlying skin, postoperatively, and a drain was left in the cavity.¿ ¿pmh: colon cancer, hernia.¿ ¿social history: alcohol use, current every day, 2-3 beer/day. Tobacco former user.¿ physical examination: unremarkable except abdominal exam: ¿there is a midline wound that has a 3 cm x 2 cm breakdown with exposed mesh. The underlying drain is visible.¿ ¿assessment: postoperative wound infection. Postoperative wound dehiscence. Plan: instructions: patient has exposed mesh, which is, by definition, infected. He needs to have the mesh and explanted, and placement biologic mesh. A skin graft may ultimately be required. I discussed with him exactly how difficult this problem can be. I suggested to take him to surgery sooner rather than later, but he wants to wait until after thanksgiving. Risks and benefits discussed, including infection, bleeding, possible further surgery and prolonged healing time. He expresses understanding and wishes to proceed. An additional problem is a recurrent focus of lymphadenopathy in the retroperitoneum, for which he needs chemotherapy. A mediport will need to be placed once the wound is taken care of. Disposition: surgery date was set¿. On (B)(6) 2012: operative report. Preoperative diagnosis: exposed mesh following hernia, presumptive infection. Postoperative diagnosis: exposed mesh following hernia, presumptive infection. Procedure performed: 1) explantation of mesh. 2) repair of incisional hernia with veritas biological mesh. 3) advancement flap closure of wound. Findings: ¿patient was noted to have exposed mesh in the midline wound with a defect roughly 4 cm x 4 cm. The lateral edges of the mesh were very well incorporated, but it was felt necessary to remove all the mesh. Once the mesh was explanted the biologic mesh was placed. Skin flaps were mobilized far laterally to accomplish closure. Skin edges were d¿brided [sic] medially where there was skin that was just simply to thin to support wound healing. A drain was placed at the conclusion of the procedure for fluid management. Description of procedure in detail: the patient was brought to the operating room and placed on monitors. General endotracheal anesthesia was administered. The patient¿s abdomen was prepped and draped in standard sterile fashion. An existing skin erosion and wound dehiscence was identified. The skin edges were d¿brided [sic]. Subsequent to this, the skin was undermined creating a plane between the mesh and the skin. Incision was enlarged in cephalad and caudad directions. Following this, continued dissection was performed explanting the mesh that had previously been placed, which was a dual mesh of variety. Once all the mesh was explanted, flaps were created by dissecting the skin and subcutaneous fat off of the underlying fascia. This was performed laterally, inferiorly and superiorly around the fascial defect. The skin counter incisions were performed where necessary wich [sic] end result anticipated being a lazy ¿s¿ skin flap closure. Once there was full, adequate mobilization, the mesh 6 x 8 cm, was sutured in circumferentially using 0 ethibond. After placement of all the sutures, the sutures were tied crearing [sic] a good closure, but without being overly tight. A jp drain was brought through a separate stab incision and directed under the wound. Skin closure was then performed using interrupted ethibond suture in horizontal mattress fashion. We were careful to avoid tension to the best of our ability. Again, the end result was a lazy z/s configuration. The skin edges were then completely closed using clips. Op bulb was connected and drain was secured with a nylon stitch. Dressing was applied. The patient was awakened from anesthesia in stable condition. Needle, sponge and instrument counts were reported as correct at the end of the case. Complications: none. Estimated blood loss: 150 cc. He tolerated the procedure well. Specimens: explanatory mesh discarded.¿ product identification records for the alleged gore device were not provided. There is no information detailing the etiology of the infection. On (B)(6) 2012: post operative/invasive procedure progress note. Preop diagnosis: [illegible] mesh. Postop diagnosis: same. Surgeon: (B)(6). Procedure: explant mesh, repair incisional hernia. Description of techniques if not dictated: dictated. Grafts or implants: yes. Anesthesia: greta. Estimated blood loss: 150 cc. Specimens removed: mesh. Disposition of specimens: path. Complications (include blood transfusion reaction): none. Device label: synovis, ref#: (B)(4), expiration: 2015-09-14, lot#: 5804359-1867160. End of report. On (B)(6) 2012: discharge summary. Date of admission: on (B)(6) 2012. Date of discharge: on (B)(6) 2012. Admitting diagnosis: exposed and infected mesh. Discharge diagnosis: exposed and infected mesh. Procedure performed: 1) explantation of mesh. 2) repair of incisional hernia with veritas biologic mesh. 3) advancement flap closure of wound. Hospital course: ¿patient was admitted to hospital where he underwent above mentioned procedure. Subsequent to this, he was admitted to hospital for pain control. His diet and activity were advanced as tolerated postoperatively. Patient was allowed to be discharged home on postoperative day #3. Disposition: home. Followup: in 3 to 5 days for drain check. Meds: prescription lortab 7.5 po q 6 prn pain. #30 with no refills. Activity: ad lib. With no heavy lifting.¿ on (B)(6) 2012: office notes. ¿patient returns sooner than expected. He states he felt a ¿pop¿ while coughing, and now has a diffuse bulge, again. On exam, there is, indeed, a bulge when the patient valsalva¿s. We discussed wound exploration to repair the possible mesh/fascial disruption. Operative exploration was planned for next week. On (B)(6) 2012: operative report. Preoperative diagnosis: abdominal pain with suspected recurrent hernia. Suspected mesh failure. Postoperative diagnosis: recurrent hernia from mesh failure. Procedure: repair of recurrent hernia and explantation of previously placed veritas biologic mesh. Findings: ¿the patient was noted to have disruption of the veritas mesh. The mesh having pulled through at multiple suture anchor points. There were at least 6 different sutures that were still intact, through there was a hole in the mesh at each of these suture sites. This occurred along the right side of the mesh. There was herniated omentum and small bowel up above the level of the mesh and the fascia. An explantation of the veritas mesh was performed, and the strattice porcine dermis graft was placed to repair the fascial defect. Description of procedure in detail: the patient was brought to the operating room and placed on monitors. General endotracheal anesthesia was administered through lma per anesthesia staff. The patient¿s abdomen was prepped and draped in usual sterile fashion. Some of the existing sutures and clips were removed from the skin. The herniated omentum was identified and reduced back down within the abdomen. The previous incision was opened larger to allow for explantation and replacement of mesh. Once the bowel and omentum were fully below the fascia. The previous veritas mesh was removed from the fixation points cephalad, caudad and along the left lateral side. The remaining sutures had already pulled through the mesh. This mesh was removed and saved for the company representative to look at. Following this, strattice mesh 10 x 16 and size was obtained and secured circumferentially with ethibond suture. This was placed as an underlay mesh patch. After placement of all the sutures, they were tied. There was no indication for anymore sutures as there were no gaps remaining once these were tied. The wound was then irrigated with copious amount of saline solution. The existing jp drain was placed back over the mesh for fluid and blood management. Following this, the skin was reapproximated using interrupted horizontal mattress sutures of 3-0 nylon. Clips were used to reapproximate the skin edges. Sterile dressings were applied. The patient was awakened from anesthesia in stable condition. Needle, sponge and instrument counts were reported as correct at the end of the case. Complications: none. Estimated blood loss: 25 cc. Specimens: there were no specimens for pathology.¿ there is no mention of gore device removal in the records. On (B)(6) 2012: progress note. Preop diagnosis: abdominal pain. Suspected mesh failure. Possible recurrent hernia. Postop diagnosis: mesh failure with recurrent hernia. Procedure: explore abdominal wound, repair recurrent hernia. Implant sticker record: strattice¿ lot#: 811041-122, exp: 2013-05, ref#: (B)(4), size 10 x 16 firm, lifecell corp. Grafts or implants: yes. Anesthesia: general et/dr. (B)(6). Estimated blood loss: 25 cc. Specimens removed: explanted veritas mesh. Disposition of specimens: disposal. Complications: none. On (B)(6) 2012: pathology. Clinical history: ¿abdominal wall hernia, product failed (synovis mesh), please preserve specimen. Exp: 09/14/15. Lot: 5804359-1857160. Specimen: abdominal wall mesh. Gross description: the specimen is received in formalin and consists of tan pink material measuring 15.3 x 9.3 cm and approximately 0.1 cm in thickness. The material has a rubbery consistency and stretches with traction. Approximately 10 perforations ranging from 0.1 up to 1.3 cm in diameter are noted through the material, predominantly at the periphery. A few minute strands of tan to hemorrhagic material are attached to the surface which may represent tissue. No other possible tissue is recognized on the surface of the material. The possible tissue fragments in aggregate measure 0.4 x 0.3 x less than 0.1 cm and are entirely submitted in block a1. A trim from the edge of the material measuring 4.5 x 0.3 is submitted in block a2. The remainder of the specimen will be retained in formalin.¿ fmp/ka. Microscopic description: a microscopic examination has been performed. Diagnosis: abdominal wall mesh material, removal; mesh material and a small amount of fibrinopurulent debris. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the non gore device (bard composix) was explanted.